Event description:
It was reported that the patient underwent an ipg replacement due to an unknown reason. The patient was doing well postoperatively. The explanted ipg was discarded. Additional information was received that the patient underwent the ipg replacement to upgrade the device. There was no reported issue with the ipg. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement due to an unknown reason. The patient was doing well postoperatively. The explanted ipg was discarded.